Manufacturer narrative:
A promus element plus, mr, ous 3.50x32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent struts damaged from mid-section to distal end. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 261mm distally from distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.50x32mm promus element plus drug-eluting stent was used for treatment but failed to cross the lesion. However, after withdrawal it was noticed that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the 80% stenosed target lesion was mildly tortuous and mildly calcified with no significant bend involved. The lesion was pre-dilated with a non-boston scientific balloon catheter.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.50x32mm promus element plus drug-eluting stent was used for treatment but failed to cross the lesion. However, after withdrawal it was noticed that the stent struts were lifted up. The device was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.